Event description:
The cordless driver high speed burr attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The cordless driver high speed bur attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat was confirmed through functional evaluation, disassembly and visual inspection. Wear was found inside the device affecting the components. Wear may limit the rotational and design properties of the device causing the failures. The device was scrapped by the manufacturer.